Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection double stapling: according to the reporter: re-operation was required due to a leak. The surgeon states that the staples formed properly to the "b" shape and a leak test with betadyne and air was performed intraoperatively. Patient presented weeks following surgery at a hospital on the cape in sepsis.